Event description:
It was initially reported that the patient has expired after an implant duration of approximately 1 month. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), a response was received, however, the cause of death was not provided. The operative report of 2009 was also received, however, it was not dictated in english. A device history record review is in process.

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01203, 3005099803-2010-01215 and 3005099803-2010-01219 for the other associated device information. It was reported to boston scientific corporation that four defective resolution clip devices were used during a colonoscopy performed on (B) (6) 2010. According to the complainant, during the procedure, in all four instances, the clips were positioned and attached to tissue. The operator failed to actuate the handle of the device properly therefore, the clips did not release from the catheter. When the physician went to remove the device, the clips were pulled off of the tissue. It was reported that one clip did have tissue on it when it was pulled out, indicating minor tissue damage. It was also reported that the patient was already bleeding and this did not exacerbate the bleed. The case was completed with a (B) (4) six shooter bander. At this time the physician noticed a perforation and the patient was sent to surgery. The patient's condition at the conclusion of the surgery was reported to be fine and the patient was discharged.